Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the axes controller platform (acp) to resolve the reported issue. Isi received the acp involved in the complaint for failure analysis. The unit was analyzed, but failure analysis investigation could not confirm or replicate the issue. System logs review did not show errors 32100. It was unable to confirm the fault occurred in the field. Upon visual inspection, no issues were found related to the reported issue. The acp was installed into the golden system where no related error pinged, unable to indicate the fault or replicate the reported event. Then the golden system was set to run video test and 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs were inspected, and verified no source of the fault. The complaint was not confirmed based on failure analysis. The occurrences of error 32100 may be attributed to an electrical/fiberoptic defect on the acp, however the root cause could not be determined conclusively as the issue could not be replicated during in-house testing.

Event description:
It was reported that error 32100 kept recurring, and rebooting did not resolve the issue. The staff applied the emergency power off (epo) procedure twice, but the error persisted. By disabling the boom, the system became partially operable with limited functionality. Field service engineer (fse) was dispatched for repair. There was no report of patient injury.